Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of clots/fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood & gas flows) the results are as follows: ¿ 275 mmhg blood side pressure drop conclusion: reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction e. First name/last name: these fields were updated. Correction e. Facility name/street 1/city/postal code/phone number/email: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdr and fdc codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note:e.initial reporter name unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiopulmonary bypass, the fusion oxygenator showed a maximum pre-oxygenator pressure greater than 600 mmhg five minutes after the start of the procedure, and a low post-oxygenator pressure of only 100 mmhg. Monitoring of pre- and pos t-oxygenator pressures was conducted during the procedure. The event occurred before cardioplegia was given, and extracorporeal circulation was terminated. The oxygenator was replaced, and extracorporeal circulation was resumed. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction b5: medtronic received additional information that the pre-oxygenator pressure rose to a maximum high level, making further adequate perfusion impossible. Correction section e initial reporter: the facility name has been updated. Correction g3 (date MFR rec): the date the manufacturer received the initial information in regulatory report 2184009-2025-01564 should have been the 26 november 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that sufentanyl, propofol, tranexamsäure, kaliumchlorid, heparin, noradrenalin, milrinon, vasopressin and insulin were used in prime or during the case. The pressure was measured after the arterial pump, 10cm before the oxygenator and directly after the oxygenator. The pressure measured between 326mmhg and 213mmhg at 09:27a.m. At the start of the hlm (heart-lung machine) and between 600mmhg and 183mmhg at 9:30a.m. Act (activated clotting time) was used to monitor heparin dosing to achieve optimal therapeutic response. At the start, it was 752 seconds. The patient's serum albumin level pre- bypass was 2,4g/dl. The patient's pre-operative platelet count was 114.000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.